Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. No cosmetic damage noted.